Manufacturer narrative:
(B)(4). Based on the photographic evidence, the event description details and the ability to replicate similar failures, the belief is that the cause of this complication may have been excessive force applied to the device jaws during firing and/or firing over another clip, but the proximal clip appears to be within specification. The hands-on analysis results of the device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 11 scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip scissored. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.